Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.

Event description:
Consumer reported complaint for high blood glucose test results. Customer also reported complaint for e-0 error. Wife is calling on behalf of the customer. Wife stated a result of 145 mg/dl had been obtained; it was not disclosed at the time of the call if the result had been performed fasting or non-fasting. The customer's expected blood glucose test result range is 90 - 102 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Wife stated that on 07/28/2019, they went to the hospital to obtain medical records. While there, the customer stated he did not feel well (symptoms were not disclosed) and was taken to the emergency room. The customer's blood glucose test result when at the hospital was 33 mg/dl fasting. Customer had obtained the result of 145 mg/dl using meter 45 minutes prior. Customer was at the hospital for three and a half hours. Customer was given two glucose tubes, two orange juices with sugar added, three apple juices, and graham crackers with peanut butter. Wife did not know what the hospital diagnosis had been. Customer was discharged the same day. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in a kitchen bar. The test strip lot manufacturer's expiration date is 09/30/2020 and open vial date is 08/10/2019. During the troubleshooting process, the caller stated that she could not continue with the call and would call back. The meter memory was not reviewed for previous test result history and no further information about the e-0 error was able to be obtained.

Event description:
Consumer reported complaint for high blood glucose test results. Customer also reported complaint for e-0 error. Wife is calling on behalf of the customer. Wife stated a result of 145 mg/dl had been obtained; it was not disclosed at the time of the call if the result had been performed fasting or non-fasting. The customer's expected blood glucose test result range is 90 - 102 mg/dl. At the time of the call, the customer felt well and did not report any symptoms. Wife stated that on (B)(6) 2019, they went to the hospital to obtain medical records. While there, the customer stated he did not feel well (symptoms were not disclosed) and was taken to the emergency room. The customer's blood glucose test result when at the hospital was 33 mg/dl fasting. Customer had obtained the result of 145 mg/dl using meter 45 minutes prior. Customer was at the hospital for three and a half hours. Customer was given two glucose tubes, two orange juices with sugar added, three apple juices, and graham crackers with peanut butter. Wife did not know what the hospital diagnosis had been. Customer was discharged the same day. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification and it is stored in a kitchen bar. The test strip lot manufacturer's expiration date is 09/30/2020 and open vial date is (B)(6) 2019. During the troubleshooting process, the caller stated that she could not continue with the call and would call back. The meter memory was not reviewed for previous test result history and no further information about the e-0 error was able to be obtained.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of 07-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report # (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time. Product notification letter sent to contact customer care.